Event description:
It was reported that a user of the ilet bionic pancreas experienced a low blood glucose event, with the cgm displaying low and confirmatory fingerstick values of 36 mg/dl, then 49 mg/dl after treatment with approximately 37 grams of oral carbohydrates, and 77 mg/dl on a subsequent check; the user was unsure of the cause, and the cgm in use was fsl3+. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device component or a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.